Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sample leakage from the rubber sleeve occurred with two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 2 photos for investigation. In the two photos provided, blood is seen leaking out of the sleeve side of the device when it is not connected to the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.